Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead was fractured based on the measurements and an x-ray performed. A revision took place and the left ventricular lead was connected to the rv pace/sense connector. No adverse patient effects were reported. A new lead was not implanted due to the patients¿ medical condition. The patient was not pacemaker depedent and the defibrillation portion of the lead appeared to be functioning normally.